Event description:
A customer contacted beckman coulter regarding erroneous results on multiple assays that were generated by the unicel dxl 800 access analyzer. The customer indicated that the erroneous results were generateed by the reagent pipettor # 1. The customer did not indicate which assays were erroneous and how many patients were affected. The actual results were not provided by the customer. The customer indicated that the erroneous results were reported out of the lab. The customer indicated that the patients' samples were repeated. The repeated results were not provided by the customer. The customer indicated that corrected reports of the repeated samples were sent out of the lab. The customer indicated that there was no change to patient treatment attributed to or connected with this event.